Event description:
Voluntary medwatch received reported: tandem insulin pump suspended without notification while sleeping. Woke with glucose over 600. Used vial and syringe backup. Also mixed baking soda with apple juice in case of diabetic ketoacidosis (dka). I hate hospitals.